Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 01-jul-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 01-jul-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient states her device stopped working on july 21st and just got to hard to recalibrate, pt states this was the day the lead moved. Patient states the lead migrated way over to the right so they get no coverage in the left leg which is the leg they needed so they made the decision to move with surgery next week. Pt states they have tried to get the device on correct side and cannot. Patient mentioned they were in physical therapy for 3 years for her neck and femoral nerves have gotten pinched so they is working on that.  The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, it was reported the patient's lead didn't move and they were requiring more coverage on the left.